Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while using the bd alaris¿ pump module infusion set, after the lipid pump was restarted, it would not infuse. The following information was provided by the initial reporter: after the lipid pump was restarted it would not infuse.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 29-apr-2022. H6: investigation summary: one used sample model 2202-0007 was returned for investigation. The received set contained lipid solution which was left in the set to more closely replicate the reported event of occlusion. Prior to functional testing the set was visually examined for defects and abnormalities. No defects or abnormalities were observed. Set was attached to an IV bag filled with 85% glycerin/ 15% water solution and allowed to prime using gravity. The samples showed a much slower flow rate than expected and were unable to prime in a reasonable time. Due to the lipid solution being in the filter and line for an extended period of time the slower than expected flow is possibly due to the viscosity of the lipid solution and/or the possibility of the lipid solution coagulating. A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
It was reported that while using the bd alaris¿ pump module infusion set, after the lipid pump was restarted, it would not infuse. The following information was provided by the initial reporter: after the lipid pump was restarted it would not infuse.